Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that he was needing an MRI of his shoulder but was unable to put his device into MRI mode. The patient hadn't used the stimulator (ins) in probably a year and noticed he couldn't communicate with his equipment over the weekend. The patient noted that he had called the manufacturer in the past to help get it restarted and wanted to know if they could do it again. The patient didn't have his patient programmer (pp) with him at the time of call, but confirmed seeing the reposition antenna screen on the recharger. Overdischarge was reviewed and the patient was redirected to their healthcare provider (hcp). Additional information was received from a hcp. The hcp reported poor communication with both the recharger and pp. The hcp and patient were walked through antenna locate and reported that the highest number was 94, but the patient was unable to establish a recharging connection after multiple attempts. The patient claimed he was able to recharge last week sometime, he saw 8 boxes but was unable to get the ins fully charged. The patient reported that the ins just wouldn't recharge all the way. The patient confirmed that he just gave up because the ins wouldn't charge all the way. The patient stated that this issue had been going on for a "couple years."